Event description:
Customer reported unexplained high and low blood glucose levels. The customer's blood glucose was 149 mg/dl at the time of the call. Troubleshooting for the insulin pump found the drive support cap appeared to be normal. It was also found insulin was able to exit from the tubing. The customer also reported air bubbles on their insulin pump. The customer also reported insulin was squirting out. The customer also reported they were unable to scroll on their insulin pump. Customer was advised to change out their infusion set, reservoir and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No air bubble anomaly was noted during testing. No unexpected no delivery alarm was noted. All of the buttons functioned properly. No damage was noted on the keypad traces. No unlocked keypad connector was noted. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and moisture damage on the display board.